Event description:
It was reported that an instrument was received via the worn instrument return program that was missing a ball bearing. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of returned instrument found it to exhibit signs of repeated use and it has one ball bearing missing. Device history record was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.